Event description:
Smiths medical, another country reported to smiths medical, different country that the joint separated from the tubing during use. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The subassemblies in question are manufactured by smiths medical asd. These assemblies are incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. Visual inspection of the returned product confirmed that the male luer lock had detached. There was evidence that solvent had been applied to the connection and the tubing was within specification. Root cause could be determined for the disconnection. Visual inspection of the (second) pressure line also found that the tubing had disconnected from the female luer lock. The pressure line was received cut down for transportation purposes. Without return of the tubing, no further analysis was possible. The product is 100% visually inspected. In 2007, the assembly procedure was modified to ensure that all inspection points are being captured. To ensure the machine solvent lines are being purged, the routing text on the work orders has been updated to include purging instructions with a signoff field. Smiths was able to confirm the issue; however, no root cause could be determined. This issue is continuing to be investigated. No additional action is necessary at this time. Smiths considers this MDR closed with this report.